Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing determined that the computer boots normally to the application screen. While trying to start the cranial application there was an srmanager error. The cranial applications did not start. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an attempt was made to import data during pre-operative preparations, the site was unable to pass the login screen. There was an error message when an attempt was made to access the application. The site switched to a different system for the case. There was no reported delay and no reported impact to patient outcome.